Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) occurred on (B)(6) 2016. As of interrogation on (B)(6) 2017 the battery voltage was 2.5 v and impedance 13,896 ohms.

Event description:
It was reported that during a routine follow up visit, when the technician placed the programmer header on the device, the patient began to seize and lost consciousness. A temporary lead was placed in the patient due to pacing dependency. The next day the implantable pulse generator (ipg) was explanted and replaced due to reaching elective replacement indicator (eri) with high battery impedance. Additionally the right ventricular (rv) lead was replaced due to high thresholds. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.